Event description:
Customer reported the insulin pump alarmed no delivery and infusion set was not delivering insulin. Customer's blood glucose was unknown. Customer reported the alarm was resolved with a set change, unable to perform troubleshooting. Customer stated she had to rewind and prime three times and the device kept alarming no delivery. Customer changed out the infusion set and the issues was resolved. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.